Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: see scanned table. Time between testing was reported as a few mins apart. Pt's therapeutic range is 2.0 - 3.0. Pt self tester (pst) exhausted this lot of strips and could not recall lot number used for this set of tests.

Manufacturer narrative:
Investigation pending.